Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint/event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. It was reported that the device filter leaked halfway through a patient's 24 hour infusion of yondelis infusing at 25 ml/hr. The tubing was replaced and therapy was resumed after the event. There was an unspecified delay in patient care. The sample was disposed per the facility's hazardous policy. There was no report of human harm.